Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is completed, a follow-up report will be submitted.

Event description:
It was reported there were readings displayed, although the sensor was not on the patient. It was also noted there was no alarm alerting the user of the issue. There was no patient impact or consequence as a result of the issue.

Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.